Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tube placement, it was auscultated and there was no adequate air intake, noises were audible in the airway, the external balloon of the endotracheal tube did not retain the inflated air, when deflating the external balloon it did not collapse and the audible noises continued in the airway, after the removal of the defective ett, the clinicians had to give patient respiration through bag mask (ambu) for approximately 10 minutes to recover saturation and titrate sedation for a second intubation. Therefore, the defective tube was removed and a new one was replaced.